Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change while using ilet with a contact detach infusion set and a g7 sensor, with the device displaying ¿high¿ and a highest reported blood glucose of approximately 400 mg/dl for more than three hours; the user declined a system check, did not suspend insulin, performed back-up correction with subcutaneous insulin via pen, and planned to replace infusion supplies. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included complaint intake, user interview, and troubleshooting education offered. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear given the absence of a system check or hardware evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.